Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the controller error of if any product could have contributed to the reported medical event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone14.7, cgm sensor type: g7, please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2025, due to hyperglycemia. Reported symptoms included light-headedness, difficulty breathing, thirst, and vomiting. The patient was treated with intravenous fluids and insulin and was discharged the same day. The hyperglycemic event was reportedly attributed to lack of pod insulin delivery caused by a controller application error. The patient stated they had an older controller that had not been used for some time, as they had been using their phone instead. When attempting to use the controller, the phone displayed a storage-related message. The patient tried switching to another phone, which successfully connected via bluetooth; however, upon powering on the controller, it displayed a message about updating or programming. The device began loading, showing ¿loading out of 29,¿ reached 10 out of 29, and then stopped, leaving the device stuck without completing the process. The patient reported that the controller began functioning as expected after performing a hard reset.